Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to put insulin in the reservoir and the needle keeps coming out and insulin was leaking everywhere and she is unable to put insulin back in the vial. The customer¿s blood glucose level was 70 mg/dl at the time of the incident, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used reservoir and transfer guard. Performed pre-fill reservoir test . Found transfer guard needle loose due to found lack of septum. Unable to confirm leaks complaint.